Event description:
Subluxing total knee replacement, with rupture of quadriceps as well as patellar tendon. Tkr dislocating anteriorly on the tibia, resulting in extensive wear on the tibial component.